Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that, "about a month ago, all of a sudden my rate was increasing" and they are "getting a constant 60bpm on the blood pressure monitor". Their heart rate was "more dependent on how active I was could be upper sixties or low 70s". It was further reported by the patient that they were in the hospital for atrial flutter and that they were shocked internally for the flutter. They said there heart rate was 125 beats per minute. "I don't know why it would be 10bpm higher than the programmed settings when that's never happened before." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.